Event description:
Blue adaptors from vent tubing to trach or et tube have changed. The end button is now only 1/4" diameter and does not snap on like the 1/2" one from the earlier model does. The device pops open frequently and causes the loss of volume and body fluid exposure to employees.